Manufacturer narrative:
(B)(4). A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during a procedure to replace the patient's leads, damage was noted on the header of the patient's implantable cardioverter defibrillator (ICD). The set screw seal was loose in the pocket. This device was also explanted and replaced. No additional adverse effects to the patient were reported.